Event description:
It was reported that a vio® d/s two-pedal footswitch was involved in a patient incident during a polypectomy colonoscopy. The footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 200 s, part number (p/n) 10140-400, serial number (s/n) (B)(6)]. No other information was provided regarding any other accessory or esu settings used in the procedure. Per the complainant, the "yellow" cut pedal on the footswitch got stuck in the activated position. As a result, a thermal lesion/2nd degree burn approximately 9 cm2 was observed on the sigmoid colon mucosa. No medical intervention or extended hospital stay was necessary to address the necrosis.

Manufacturer narrative:
The involved erbe esu and two-pedal footswitch were thoroughly inspected and tested as applicable. The evaluation was as follows: esu, the generator was found to be functioning as intended on december 12, 2025. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. Two-pedal footswitch, a functional test of the footswitch at a very low temperatures (10°c and below) revealed that the switching element of the pedal was no longer consistently releasing which could lead to permanent activation. Then, the footswitch element was disassembled, but it was found not to be damaged nor was any defect evident. Additionally, the footswitch showed normal signs of wear and tear with no indication of damage or a malfunction. As a result, no determination could be made as to the cause or causes of the continuous activation of the footswitch's cut pedal. No anomalies were found in the device history record (DHR) of the esu or footswitch.